Event description:
It was reported that during a rectal procedure, the device fired but did not staple. It was released from the rectum and this resulted in 20cc of blood loss. Suturing was performed to complete the case. Patient was taken to the asu for recovery, where the patient had 500cc of blood loss. Patient was taken back to the or and the bleeding was stopped by cauterization. The patient was kept overnight.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.